Manufacturer narrative:
Report date: 26jan2019. Date rec'd by MFR: 24jan2019. Customer reported he had the same result when he moved the test circuit to another v60. Tech support advised the cu the problem is in the test equipment or set up. Requested cu double check test circuit and certifier setup. Will ccb in an hour for status up-date. The v60 s/t test has passed test. And unit was put back in service. The new communication cable ordered through philips healthcare fix the issues having during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports failing spontaneous/timed (s/t) test. No patient or user harm was reported. The event date was not specified; estimate used.